Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 20 mm. Aneurysm and vessel morphology are unknown. The patient has a history of coronary artery disease and chronic obstructive pulmonary disease. It was reported that the cook 22 french sheath avulsed the right external iliac artery when it was removed from the patient, requiring surgery to control the bleeding. The ipsilateral limb was clamped, and a femoral-femoral crossover was performed. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm.